Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. It was reported that no additional information will be provided regarding this case. With such limited information, the reason for the second valve deployment cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after deployment of the 29mm sapien 3 in the mitral position by ta approach, due to positioning/anchoring problems of the valve, a second valve was required. The final outcome was good and the patient is doing well. This is an independent center and the doctor is not willing to provide more information due to this being an off label implantation.